Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 219 mg/dl. The customer was advised to disconnect to the insulin pump and revert to back up plan. The customer stated that there is no MRI or x tray around the insulin pump. No further information reported.